Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due stress urinary incontinence, pelvic organ prolapse, cystocele, and rectocele. The patient experienced bladder perforation. On (B)(6) 2007, the patient had cystoscopy and periurethral collagen injections due to stress urinary incontinence, intrinsic sphincter deficiency and pain. On (B)(6) 2009, the patient had mesh excision due to bladder obstruction, stress urinary incontinence and mesh erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 09/24/2015. Additional narrative: it was reported that patient underwent mesh revision/removal on (B)(6) 2015 due to sui, mesh erosion and cystocele. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.